Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported that they thought their ins was shocking them and this had been going on for a while now. The patient mentioned meeting with their doctor, and they were told that the ins was fine, but the patient wanted the ins removed because they were told that it was meant to last for only 5 years. The patient also mentioned that they no longer used the ins. The patient was also looking for doctors that could explant the ins. The agent reviewed and sent the patient an email with physician listings.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.